Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since electrodes were placed in a different location in the brain than anticipated, with the brainlab device involved, and according to the surgeon: although at the original surgery, there was no harm/negative clinical effect for this patient due to the deviating electrode placements. Although at the original surgery, there were no corrections or changes done from the intended procedure, there was also no delay or prolong of surgery/anesthesia. Although the deviation of the electrode placements were detected with a post-op CT scan. The patient remained in the hospital for observation for 3 weeks, with conclusiveness of neurophysiological evaluation pending. At explantation of the electrodes after evaluation, the patient suffered from a relatively large (brain) hematoma, and is currently under observation at the hospital. The hematoma may need to be evacuated. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of 9 of 10 electrodes in average by ca. 4mm at target and ca. 7.5 mm at entry from the intended/planned positions, can be attributed to one or the combination of the following factors: a (rotational) movement of the patient's head within the non-brainlab mayfield head holder relative to the navigation reference array after registration and during the surgery, due to a not sufficient rigid fixation, explaining the observed "rotational" deviation of the various electrode trajectories around a virtual pivot point that appears to be located inside the patient's head. Relative movements of the patient's head within the head holder and thus to the reference array cannot be compensated by the brainlab cranial navigation system. Apparently, the resulting deviation was not recognized by the user with the necessary accuracy verification of the navigation throughout the procedure and before/during the placement of the electrodes. Or/and: a not fully ideal point acquisition by the user during patient registration (that e.g. Could have been improved with further registration points on the patient's skin on both sides of the nose and also on the left side of the head), which may have caused the brainlab cranial navigation software to not find an as accurate match as desired in the region of interest for this specific seeg procedure, between the preoperative image dataset and the actual patient anatomy. The best match to the pre-op CT the navigation sw has found for the registration points acquired on the actual patient skin, might have been slightly rotated. The fact, that the scan used for registration was ca. 1 month old, can further have contributed to skin/surface changes of the patient meanwhile, causing the software not being able to find an as accurate match as desired for this surgery. Apparently the resulting deviation of the navigation display was not detected by the user directly after the registration, with the required user verification of registration accuracy, by using multiple appropriate (bony) anatomical landmarks. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial stereo-electroencephalography (seeg) surgery for placement of 10 depth electrodes into the brain for diagnostic purpose of mapping of occipital lobe for epilepsy, intended targets were two heterotopies with a size of ca. 5 mm and ca. 11 mm as possible epileptic zones, right occipital horn and ventricle, has been performed with the aid of the brainlab cranial navigation version 3.1. A pre-operative CT scan was acquired ca. 1 month before the surgery, to use with navigation. A further MRI dataset also acquired ca. 1 month before the surgery, was fused to this CT scan used for patient registration to the navigation. Trajectories were planned. During the procedure the surgeon: positioned the patient in a supine (neutral position) orientation in a non-brainlab head holder. Attached the sterile navigation reference array to the head holder. Performed the image registration with surface matching with acquiring registration points on the patient's skin surface to match the display of the navigation to the current patient anatomy, including continuing to add registration points to existing registration attempts. Verified the accuracy of the patient registration to navigation, determined the result as very good, and accepted the registration to proceed. Draped the patient, re-verified navigation accuracy, created the ca. 2 mm burr holes and proceeded to place the 10 electrode leads through the navigated varioguide aligned to the pre-planned trajectories. Completed the surgery and closed the patient. A post- op CT revealed that as per the surgeon, 9 of the 10 electrodes deviated in average by ca. 4 mm at target and ca. 7.5 mm at entry from the intended/planned positions. The patient remained in the hospital for observation for 3 weeks, evaluation of patient's epilepsy area will be incomplete, depending on conclusiveness of neurophysiological evaluation. The surgeon informed that at explantation of the electrodes after evaluation, the patient suffered from a relatively large (brain) hematoma, and is currently under observation at the hospital. The hematoma may need to be evacuated. According to the surgeon: at the original surgery, there was no harm/negative clinical effect for this patient due to the deviating electrode placements. At the original surgery, there were no corrections or changes done from the intended procedure, there was also no delay or prolong of surgery/anesthesia. The deviation of the electrode placements were detected with a post-op CT scan. The patient remained in the hospital for observation for 3 weeks, with conclusiveness of neurophysiological evaluation pending. At explantation of the electrodes after evaluation, the patient suffered from a relatively large (brain) hematoma, and is currently under observation at the hospital. The hematoma may need to be evacuated.